Manufacturer narrative:
Concomitant medical products: cta humeral head short, 38mm - 310-21-38, 2668110; equinoxe, humeral stem primary, press fit 7mm - 300-01-07, 6697025; equinox square torque define screw drive kit - 300-20-02, 7094503.

Event description:
As reported, 8 days post op left shoulder replacement, this 75 y/o male patient was revised due to infection. The patient has no soft tissue left and the infection is coming out of the wound so he decided to remove everything completely and hope the infection and wound heal. Patient was last known to be in stable condition following the event. Patient has had other event that were captured in case-(B)(6)/ ER ex-rev 248 and case-(B)(6)/ ex-rev 249. Devices are not returning.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The circumstance that clearly influenced the revision of the shoulder system was ongoing infection in the shoulder joint and deterioration of soft tissue. These devices are used for treatment not diagnosis.